Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly fell out of the patient and the balloon rupture occurred. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records (DHR) review is not available because the corporate lot number is unknown. Investigation summary: the sample returned for evaluation was one 24 fr tri-funnel replacement gastrostomy feeding tube. Visual and functional evaluations were performed of the physical sample. The sample was returned with a circumferential split in the midsection of the balloon material. Examination of the split site revealed it to be uneven, with thinning out and curling occurring in the material at the unevenly formed edges. The surrounding material near the split site had a distended shape memory and a large amount of dark usage discoloration. The observed damage is consistent with a burst due to over-pressurization. Therefore, the investigation is unconfirmed for feeding tube dislodged and confirmed for balloon ruptured. The investigation indicates that the failure is resulting from balloon rupture, and while a definitive root cause could not be determined based upon available information, procedural issues may have contributed to this event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter allegedly fell out of the patient and the balloon rupture occurred. There was no reported patient injury.